Event description:
On (B)(6), 2004, the pt was implanted with five gore bifurcated excluder aaa endoprostheses to treat an abdominal aortic aneurysm and bilateral iliac artery aneurysms. On an unk date, a computed tomography revealed disease progression from the pt's left iliac artery aneurysm. It was reported that a contralateral leg component was previously implanted on this side. On (B)(6), 2012, the pt was implanted with a gore excluder aaa endoprosthesis iliac extender component to treat the disease progression. A snorkel technique was performed using a gore viabahn device into the left hypogastric artery to preserve the artery. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specification.